Event description:
It was reported that during an unknown procedure, the blade from the device broke. The piece was removed from the abdomen. A new device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.